Manufacturer narrative:
The customer received a replacement battery. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the returned battery and verified the reported issue. The battery was depleted and measured below shutdown threshold. A further root cause for the reported issue could not be determined as the device was not returned for evaluation. The battery was archived by stryker.